Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received a battery out limit alarm and battery was not out greater than time allotted. Customer's blood glucose was 600 mg/dl. It was also reported that customer received a button error alarm and keypad anomaly; buttons were not responding. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform displacement test, self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, operating currents and off no power test due to no button response also, unable to verify battery out of limit alarm due to no button response. No button error alarm noted. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube, cracked display window, battery cap stripped coin slot and missing the end cap sticker.